Manufacturer narrative:
(B)(4). The customer provided two images showing a guide wire assembly inside a kit. The guide wire was located inside the tubing. Bending is visible due to the j-bend being withdrawn back inside the advancer tubing. No unraveling is visible. The customer also returned one, opened cvc kit for analysis. The guide wire assembly was the only component returned. Signs of use in the form of biological material were observed on the guide wire surface. Visual analysis revealed that the coil wire was misshapen with offset coils adjacent to the distal weld. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were full and spherical. No other defects or anomalies were observed. The offset coils measured 1mm from the distal weld. The overall guide wire length measured 450mm, which is within the specification limits of 446mm-456mm per the guide wire product drawing. The guide wire outer diameter measured 0.780mm, which is within the specification limits of 0.780mm-0.810mm per the guide wire product drawing. The guide wire was inserted through a lab inventory 18ga introducer needle. Resistance was encountered at the location of the offset, which prevented the guide wire from passing. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed a misshapen offset coil adjacent to the distal weld. The offset coil prevented functional use of the device. Based on the appearance of the damage and that the guidewire is a purchased component, the likely root cause is supplier related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the defective product had been placed on the supervisor's desk with the note 'catheter frayed." The patient's current condition is unknown at this time. Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the defective product had been placed on the supervisor's desk with the note 'catheter frayed '." The patient's current condition is unknown at this time. Additional information was requested from the customer; however, further details have not been provided at this time.